Event description:
It was reported that prior to a lap gastrectomy procedure, the clips dropped off the device. Another product was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
.